Event description:
It was reported that during a lobectomy procedure, the bottom part of the reload was stuck in the jaws of the device after firing. The problem occurred with the 3rd reload and there were no problems with previous firings. Another device was used to complete the procedure. No adverse consequences reported. The reported is not available for evaluation, but the reload will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.